Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-mar-2017, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 1mg; 0.06mg via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2019. It was reported the pump had an excessive motor stall recovery post MRI; greater than two hours. Pump motor stall occurred (B)(6) 2019 1:13 pm with motor stall recovery (B)(6) 2019 3:51 pm. The pump was interrogated multiple times by the hcp. On (B)(6) 2019 the 8780 catheter was found to not be flowing at a diagnostic dye study. A pump/catheter revision/replacement was planned in a few weeks (not scheduled yet). The issue was resolved. Patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the product was explanted and returned for analysis.

Manufacturer narrative:
The pump was returned and no significant anomalies were found. The catheter was returned and analysis identified damage. If information is provided in the future, a supplemental report will be issued.